Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Returned photo shows activated preloaded device. The plunger is advanced into the mid nozzle area and is advanced over the lens. The lens is advanced into the nozzle entry area. We are unable to determine the root cause for the reported complaint pusher malpositioned the lens, entrap and deformed in the cartridge. The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic visosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (less than 23 degree celsius per 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the intraocular lens (iol) pusher mispositioned the lens, leading to entrapment and deformation of the iol in the narrow part of the cartridge. There was no patient contact. Surgery was completed on the same day by a similar one of the same dioptric power unspecified lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).